Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and two months later, inferior vena cava filter removal procedure was performed. Under direct ultrasound visualization, the right internal jugular vein was punctured with a micropuncture needle. Through a 10-french sheath, a snare was used to grasp the cephalad hook of the denali filter. The filter was partially captured into the sheath. The entire filter would not collapse and the sheath. The sheath was withdrawn, and the filter was released from the snare. Over a wire a 16 french sheath was then placed. The filter was then re-snared. The 16 french sheaths were then advanced over the filter. The outer cook filter retrieval sheath over the filter was unable to advance at that point in time. The entire filter was withdrawn through the 16 french sheath. All catheters and wires were removed. The sheath was removed. The filter appeared intact. Therefore, the investigation is confirmed for alleged retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately three years and two months post filter deployment, it was alleged that the filter was difficult to remove. The device has been successfully removed after multiple unsuccessful attempts. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately three years and two months post filter deployment, it was alleged that the filter was difficult to remove. The device has been successfully removed after multiple unsuccessful attempts. The current status of the patient is unknown.